Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. The reported event could not be confirmed due to insufficient evidence. Based on the limited information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard "humming" from their controller. The controller remains in use. No patient complications have been reported as a result of this event.